Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a leak path along both parting lines on the "y" connector. There was not enough tubing left on the fitting to perform a pressure integrity test. Reason for return was visually confirmed with evidence of the leak path. Conclusion: medtronic received information that during use of a custom tubing pack, a leaking connector was noted. There was no impact to the patient associated with this event. The only way we could replicate the defect was by overhandling the connections by bending the tubing on the tip of the connector while water was recirculated inside the tube. With this manipulation we could detect that the fluid could be introduced between external connector walls and internal tubing walls. A definitive root cause could not be determined. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, a leaking connector was noted. Use of the device was continued and there was no impact to the patient associated with this event. Additional information: the ap40 kit was only used for approximately 90 minutes and the average pressure was in the 290s and never exceeded 320. The leak on the kit looked like it was from an improperly bonded portion per the perfusionist. No blood transfusion was required due to the leak.